Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received two inappropriate shocks due to the right ventricular (rv) lead exhibiting noise and far p wave oversensing. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported events were inappropriate shocks and over sensing. Only the connector portion of the lead measuring 10.6 cm was returned. The reported events of inappropriate shock and oversensing were not confirmed. Analysis found the inner coil inside the connector region was over torqued, consistent with procedural damage. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.